Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 15885 and the data files were returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. During functional testing, the console terminated the application and triggered system notice 50032 'the safety system detected a compromised outer vacuum.' During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.81 inches proximal to the catheter tip. The review of the case data files did not reveal additional information to support the investigation finding. Received files were analyzed using the console 'cdm' software per the applicable field service manual. A file showed eight applications were performed using a non-returned balloon catheter on the date of event. Files did not show any system notice on the date of event. Additional files showed system notice 50005 'the safety system has detected fluid in the catheter and stopped the injection' on the date of event. In conclusion, the associated 50005 system notice was confirmed through analysis and the balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen and a breach observed on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.